Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all insulators were breached cut. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that the patient complained of chest/flank pain and that there was a lead perforation. The lead had increased thresholds, decreased impedance, and decreasing sensing values. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.